Manufacturer narrative:
The drill bit subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the drill bit was broken at the notch end. The returned drill bit was measured where possible and all dimensional specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The investigation results indicate that the user may have contributed to this event as it was established that the wrong attachment was used by the user. The label for the drill bit has a symbol which directs the user what attachments should be used. A second lot number was provided in relation to this event: lot number 10204017, expire date 1st july 2013.

Event description:
It was reported that during a craniotomy procedure, the drill bit broke. It was also reported that the broken piece did not fall into the surgical site. It was further reported that another drill bit was available and the procedure was completed successfully.